Manufacturer narrative:
Do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface. Check that the pump is working properly by plugging a power source into the usb port and confirming that the display turns on, you hear audible beeps, feel the pump vibrate, and see the green led light blinking around the edge of the screen on/quick bolus button. If you are unsure about potential damage, discontinue use of the pump.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level was 110 mg/dl. The customer reverted to an alternate method in insulin therapy.